Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited interrogation problem due to rf telemetry issue. Programming changes were made. Patient condition was stable.